Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's clinic wants to confirm the validity of the pressure sensor readings. As a result, a recalibration may be pending.

Event description:
Follow-up revealed the prior recalibration via back-end website is believe to have addressed the issue, but the patient's sensor will continue be monitored in the meantime to validate true resolution.

Event description:
Follow-up revealed recalibration was performed via backend website to help make it easier for the patient to take readings. The patient will be monitored in the meantime.

Event description:
Follow-up revealed the patient's issue had reached temporary resolution. After further review of the patient's sensor, it was determined the patient's issue remains ongoing.